Event description:
It was reported by the distributor that during a labrum repair the physician introduced the covator 20 icw arthrowand into the joint space and right away a ceramic piece located at the distal end of the wand broke off. The surgeon believed fragment was flushed and then subsequently suctioned out of the pts joint space. The surgeon was unable to confirm if all device fragments were retrieved. The surgery was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received. Evaluation summary: visual analysis of that there is moderate wear to the electrodes and the spacer was damaged with a chip missing. Functional testing was performed and the wand was fired at the default and max settings and performed properly. A review of the design history file found no non-conforming reports, deviations, or other similar complaints associated with this catalog and lot number.